Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of olympus europa (B)(4) the following was confirmed, the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is assumed that ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, a part of the tissue pad was peeled off after oscillating a few times. The intended procedure was completed with another device. There was no patient injury reported.